Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's spouse reported via phone call that they received a button error alarm. The customer's blood glucose was 18 mmol/l at the time of incident. The customer's spouse mentioned that they called an ambulance for the customer. The customer's spouse stated that they did a bolus of 10 units to bring down the high blood glucose which led to severe hypoglycemia. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and to use back-up plan. The insulin pump will be replaced and the customer agreed to return the insulin pump for analysis.